Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Result: the penumbra 5max ace reperfusion catheter (5max ace) was fractured in the proximal shaft approximately 17.5 cm from the hub, and ovalized approximately 19.0 and 57.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicated the 5max ace was found to be fractured, and was completely removed from the patient. Evaluation of the returned device confirmed a fracture, and revealed two ovalizations on the catheter shaft. This type of damage typically occurs when the device is improperly handled during removal from packaging or use. If the catheter is manipulated at an angle during removal from the packaging or insertion into the patient, the shaft may ovalize or fracture due to excess force and bending. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During the procedure, the 5max ace catheter became broken and was removed from the patient. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.